Manufacturer narrative:
Evaluation of the returned handle revealed an undamaged, functional device. During functional testing, the handle was tested on a test fixture and performed within specification. The nose cone was removed from the handle body and the nose cone funnel was measured with pin gauges to be within specification. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-00296 h3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00296.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous fistula (pavf) using ruby coils and a penumbra coil 400 detachment handle (handle). During the procedure, the physician successfully deployed and detached six ruby coils in the target location using the handle. Then, the physician placed the seventh ruby coil into the target location and attempted to detach using the handle; however, the ruby coil failed to detach. Therefore, the physician used a new handle to detach the ruby coil. The procedure was completed using additional ruby coils, pod packing coils and the same second handle. There was no report of an adverse effect to the patient.